Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). When the devices were returned to the manufacturer, reportable malfunction (coil wire fracture) was recognized for the first time; therefore, the day the manufacture became aware of this was considered the day the devices returned. Both devices were returned for evaluation. The guide wire was stalled inside the catheter lumen and unable to separate from the microcatheter. Approximately 45mm of the distal segment of the guide wire was out of the catheter tip. Microscopic observation of the returned devices revealed that the catheter tip was twisted and coils of the guide wire distal to the catheter tip were unraveled. The coil wire was found detached from the solder of the wire tip. X-ray observation found that coils were loosened around the mid solder of the guide wire inside the catheter tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that torsion was applied while the wire tip was being trapped by the severely calcified cto. When the accumulated torsion exceeded the product design limit, it made coils to become unraveled. Due to the unraveled coils, clearance between the guide wire and the catheter lumen became reduced and stalled the guide wire inside the catheter. Further applied torsion made the catheter tip to be twisted. There was no indication of product deficiency. Although there were reportedly no adverse patient effects, damage of the coils were too severe to completely rule out a possibility that some wire fragment(s) might have left in the patient anatomy. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi guide wire and microcatheter became stuck together during a pci to treat a heavily calcified cto in the lad #8. The devices were removed together from the anatomy. The pci was resumed with new guide devices and successfully completed with reestablished blood flow. The patient was without problem and discharged the following day.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.